Event description:
The customer reported via phone call that they were hospitalized due high blood glucose on (B)(6) 2022. Customer reported they were hospitalized with blood glucose level of 480 mg/dl. Customer was treated with insulin drip. Customer's current blood glucose level was 52 mg/dl. Customer reported chest pain, stomach pain, nausea and vomiting such symptoms at the time of hospitalization. It was unknown whether customer was using auto mode feature or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.